Event description:
It was reported that during an unknown procedure, the device jammed on an arteriole. The clip would not re-open. The arteriole tore, then need an aspiration and endo-loop to achieve hemostasia. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.